Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the second firing of bullae resection of lung, the surgeon articulated the jaws and started the firing, however crack sounds were heard a few times. Replaced by a new device, and the firing was completed. The device were discarded by the customer, due to infection. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first handle : the surgeon articulated the jaws and started the firing to pulmonary parenchyma , crack sounds were heard a few times, however the firing was completed. The second handle: the surgeon articulated the jaws and started the firing to pulmonary parenchyma , crack sounds were heard at cross point of the staples however the firing was completed. The surgeon exchanged to the new handle and the procedure was continued. No patient injury.